Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Bg value not provided. The customer declined to provide additional information regarding the issue. Multiple follow up attempts were made by tandem technical support to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.